Event description:
It was reported to philips that the system's geometry movements were unavailable. The user performed several reboots, but the issue persisted. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the chest port placement procedure was being performed when the issue occurred and was completed using limited function of the same system with a delay of 45 minutes. The philips field service engineer (fse) visited system onsite and confirmed that the system boots up with geometry errors. The review of system log files showed that system had no communication with geo ipc. Upon troubleshooting, the fse found defective geoipc. The supplier's part analysis conclusively determined the cause of geoipc failure was due to defective internal psu (power supply unit). To resolve the issue, the fse replaced the geoipc and performed system functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.